Manufacturer narrative:
Follow-up #1: date of submission 02/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2015 with the following findings: a review of the pump¿s black box data revealed no pump reboots associated with a power issue. The battery compartment was cracked. There was moisture observed in the battery compartment. The leak test failed due to a battery compartment leak. The returned battery cap had stripped threads. The returned battery cap was unable to secure onto the pump. The pump was unable to maintain an electrical connection with the returned battery cap. A test cap was used to complete the investigation. The 24 hour duration test could not be completed due to moisture in the battery compartment. The pump was opened and additional moisture was observed on the battery canister and printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the battery compartment and battery cap were cracked, and that there was moisture in the pump. It was reported that the yellow o-ring at the battery cap was visible at the time of power interruptions, and that the battery cap had never been replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.